Event description:
User reports an issue with discrepant calcium results, repeat results performed on different analyzer, alternate methodology. Twenty nine pt examples were provided. Initial result 9.8 mg/dl, repeat 9.0 mg/dl. Initial results were reported, the pts were not adversely affected.

Event description:
User reports an issue with discrepant calcium results, repeat results performed on different analyzer, alternate methodology. Twenty nine pt examples were provided. Initial result 9.4 mg/dl, repeat 8.5 mg/dl. Initial results were reported, the pts were not adversely affected.

Event description:
User reports an issue with discrepant calcium results, repeat results performed on different analyzer, alternate methodology. Twenty nine pt examples were provided. Initial result 9.1 mg/dl, repeat 8.2 mg/dl. Initial results were reported, the pts were not adversely affected.

Event description:
User reports an issue with discrepant calcium results, repeat results performed on different analyzer, alternate methodology. Twenty nine pt examples were provided. Initial result 9.4 mg/dl, repeat 8.6 mg/dl. Initial results were reported, the pts were not adversely affected.

Event description:
User reports an issue with discrepant calcium results, repeat results performed on different analyzer, alternate methodology. Twenty nine pt examples were provided. Initial result 10.0 mg/dl, repeat 9.1 mg/dl. Initial results were reported, the pts were not adversely affected.

Event description:
User reports an issue with discrepant calcium results, repeat results performed on different analyzer, alternate methodology. Twenty nine pt examples were provided. Initial result 9.6 mg/dl, repeat 8.7 mg/dl. Initial results were reported, the pts were not adversely affected.

Event description:
User reports an issue with discrepant calcium results, repeat results performed on different analyzer, alternate methodology. Twenty nine pt examples were provided. Initial result 10.0 mg/dl, repeat 9.1 mg/dl. Initial results were reported, the pts were not adversely affected.

Event description:
User reports an issue with discrepant calcium results, repeat results performed on different analyzer, alternate methodology. Twenty nine pt examples were provided. Initial result 9.5 mg/dl, repeat 8.6 mg/dl. Initial results were reported, the pts were not adversely affected.

Event description:
User reports an issue with discrepant calcium results, repeat results performed on different analyzer, alternate methodology. Twenty nine pt examples were provided. Initial result 10.4 mg/dl, repeat 9.6 mg/dl. Initial results were reported, the pts were not adversely affected.

Event description:
User reports an issue with discrepant calcium results, repeat results performed on different analyzer, alternate methodology. Twenty nine pt examples were provided. Initial result 9.5 mg/dl, repeat 8.7 mg/dl. Initial results were reported, the pts were not adversely affected.

Event description:
User reports an issue with discrepant calcium results, repeat results performed on different analyzer, alternate methodology. Twenty nine pt examples were provided. Initial result 10.1 mg/dl, repeat 9.2 mg/dl. Initial results were reported, the pts were not adversely affected.

Event description:
User reports an issue with discrepant calcium results, repeat results performed on different analyzer, alternate methodology. Twenty nine pt examples were provided. Initial result 11.0 mg/dl, repeat 10.0 mg/dl. Initial results were reported, the pts were not adversely affected.

Event description:
User reports an issue with discrepant calcium results, repeat results performed on different analyzer, alternate methodology. Twenty nine pt examples were provided. Initial result 9.2 mg/dl, repeat 8.3 mg/dl. Initial results were reported, the pts were not adversely affected.

Event description:
User reports an issue with discrepant calcium results, repeat results performed on different analyzer, alternate methodology. Twenty nine pt examples were provided. Initial result 9.4 mg/dl, repeat 8.6 mg/dl. Initial results were reported, the pts were not adversely affected.

Event description:
User reports an issue with discrepant calcium results, repeat results performed on different analyzer, alternate methodology. Twenty nine pt examples were provided. Initial result 10.0 mg/dl, repeat 9.1 mg/dl. Initial results were reported, the pts were not adversely affected.

Event description:
User reports an issue with discrepant calcium results, repeat results performed on different analyzer, alternate methodology. Twenty nine pt examples were provided. Initial result 10.3 mg/dl, repeat 9.5 mg/dl. Initial results were reported, the pts were not adversely affected.

Event description:
User reports an issue with discrepant calcium results, repeat results performed on different analyzer, alternate methodology. Twenty nine pt examples were provided. Initial result 9.5 mg/dl, repeat 8.7 mg/dl. Initial results were reported, the pts were not adversely affected.

Event description:
User reports an issue with discrepant calcium results, repeat results performed on different analyzer, alternate methodology. Twenty nine pt examples were provided. Initial result 9.2 mg/dl, repeat 8.4 mg/dl. Initial results were reported, the pts were not adversely affected.

Event description:
User reports an issue with discrepant calcium results, repeat results performed on different analyzer, alternate methodology. Twenty nine pt examples were provided. Initial result 9.7 mg/dl, repeat 8.8 mg/dl. Initial results were reported, the pts were not adversely affected.

Event description:
User reports an issue with discrepant calcium results, repeat results performed on different analyzer, alternate methodology. Twenty nine pt examples were provided. Initial result 10.6 mg/dl, repeat 9.7 mg/dl. Initial results were reported, the pts were not adversely affected.

Event description:
User reports an issue with discrepant calcium results, repeat results performed on different analyzer, alternate methodology. Twenty nine pt examples were provided. Initial result 9.5 mg/dl, repeat 8.7 mg/dl. Initial results were reported, the pts were not adversely affected.

Event description:
User reports an issue with discrepant calcium results, repeat results performed on different analyzer, alternate methodology. Twenty nine pt examples were provided. Initial result 9.9 mg/dl, repeat 9.1 mg/dl. Initial results were reported, the pts were not adversely affected.

Event description:
User reports an issue with discrepant calcium results, repeat results performed on different analyzer, alternate methodology. Twenty nine pt examples were provided. Initial result 9.4 mg/dl, repeat 8.6 mg/dl. Initial results were reported, the pts were not adversely affected.

Event description:
User reports an issue with discrepant calcium results, repeat results performed on different analyzer, alternate methodology. Twenty nine pt examples were provided. Initial result 11.1 mg/dl, repeat 10.2 mg/dl. Initial results were reported, the pts were not adversely affected.

Event description:
User reports an issue with discrepant calcium results, repeat results performed on different analyzer, alternate methodology. Twenty nine pt examples were provided. Initial result 9.7 mg/dl, repeat 8.9 mg/dl. Initial results were reported, the pts were not adversely affected.

Event description:
User reports an issue with discrepant calcium results, repeat results performed on different analyzer, alternate methodology. Twenty nine pt examples were provided. Initial result 10.5 mg/dl, repeat 9.6 mg/dl. Initial results were reported, the pts were not adversely affected.

Event description:
User reports an issue with discrepant calcium results, repeat results performed on different analyzer, alternate methodology. Twenty nine pt examples were provided. Initial result 10.4 mg/dl, repeat 9.5 mg/dl. Initial results were reported, the pts were not adversely affected.

Event description:
User reports an issue with discrepant calcium results, repeat results performed on different analyzer, alternate methodology. Twenty nine pt examples were provided. Initial result 10.1 mg/dl, repeat 9.3 mg/dl. Initial results were reported, the pts were not adversely affected.

Event description:
User reports an issue with discrepant calcium results, repeat results performed on different analyzer, alternate methodology. Twenty nine pt examples were provided. Initial result 9.8 mg/dl, repeat 8.9 mg/dl. Initial results were reported, the pts were not adversely affected.

Manufacturer narrative:
The field svc rep determined the reagent cassette to be the cause, and replaced the cassette. Performance tests performed which were within spec.

Manufacturer narrative:
The field svc rep determined the reagent cassette to be the cause and replaced the cassette. Performance tests performed which were within spec.

Manufacturer narrative:
The field svc rep determined the reagent cassette to be the cause and replaced the cassette. Performance tests performed which were within spec.

Manufacturer narrative:
The field svc rep determined the reagent cassette to be the cause and replaced the cassette. Performance tests performed which were within spec.

Manufacturer narrative:
The field svc rep determined the reagent cassette to be the cause and replaced the cassette. Performance tests performed which were within spec.

Manufacturer narrative:
The field svc rep determined the reagent cassette to be the cause and replaced the cassette. Performance tests performed which were within spec.

Manufacturer narrative:
The field svc rep determined the reagent cassette to be the cause and replaced the cassette. Performance tests performed which were within spec.

Manufacturer narrative:
The field svc rep determined the reagent cassette to be the cause and replaced the cassette. Performance tests performed which were within spec.

Manufacturer narrative:
The field svc rep determined the reagent cassette to be the cause and replaced the cassette. Performance tests performed which were within spec.

Manufacturer narrative:
The field svc rep determined the reagent cassette to be the cause and replaced the cassette. Performance tests performed which were within spec.

Manufacturer narrative:
The field svc rep determined the reagent cassette to be the cause and replaced the cassette. Performance tests performed which were within spec.

Manufacturer narrative:
The field svc rep determined the reagent cassette to be the cause and replaced the cassette. Performance tests performed which were within spec.

Manufacturer narrative:
The field svc rep determined the reagent cassette to be the cause and replaced the cassette. Performance tests performed which were within spec.

Manufacturer narrative:
The field svc rep determined the reagent cassette to be the cause and replaced the cassette. Performance tests performed which were within spec.

Manufacturer narrative:
The field svc rep determined the reagent cassette to be the cause and replaced the cassette. Performance tests performed which were within spec.

Manufacturer narrative:
The field svc rep determined the reagent cassette to be the cause and replaced the cassette. Performance tests performed which were within spec.

Manufacturer narrative:
The field svc rep determined the reagent cassette to be the cause and replaced the cassette. Performance tests performed which were within spec.

Manufacturer narrative:
The field svc rep determined the reagent cassette to be the cause and replaced the cassette. Performance tests performed which were within spec.

Manufacturer narrative:
The field svc rep determined the reagent cassette to be the cause and replaced the cassette. Performance tests performed which were within spec.

Manufacturer narrative:
The field svc rep determined the reagent cassette to be the cause and replaced the cassette. Performance tests performed which were within spec.

Manufacturer narrative:
The field svc rep determined the reagent cassette to be the cause and replaced the cassette. Performance tests performed which were within spec.

Manufacturer narrative:
The field svc rep determined the reagent cassette to be the cause and replaced the cassette. Performance tests performed which were within spec.

Manufacturer narrative:
The field svc rep determined the reagent cassette to be the cause and replaced the cassette. Performance tests performed which were within spec.

Manufacturer narrative:
The field svc rep determined the reagent cassette to be the cause and replaced the cassette. Performance tests performed which were within spec.

Manufacturer narrative:
The field svc rep determined the reagent cassette to be the cause and replaced the cassette. Performance tests performed which were within spec.

Manufacturer narrative:
The field svc rep determined the reagent cassette to be the cause and replaced the cassette. Performance tests performed which were within spec.

Manufacturer narrative:
The field svc rep determined the reagent cassette to be the cause and replaced the cassette. Performance tests performed which were within spec.

Manufacturer narrative:
The field svc rep determined the reagent cassette to be the cause and replaced the cassette. Performance tests performed which were within spec.

Manufacturer narrative:
The field svc rep determined the reagent cassette to be the cause and replaced the cassette. Performance tests performed which were within spec.